Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not reveal any leaks at the fill port or any other parts of the device. A functional leak test was performed by filling the device with water. During and after filling, no evidence of a leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak at the fill port during filling. The device had been filled with approximately 100ml glucose. There was no patient involvement. No additional information is available.